Event description:
It was reported in a medical article by d. Connor et al. (2012), titled the utility of bone cement to prevent lead migration with minimally invasive placement of spinal cord stimulator laminectomy leads that two patients required removal of their devices because of non-healing wounds. The two patients presented with drainage and evidence of poor healing at the left flank incision. Neither patient responded to a combination of local wound care and antibiotic treatment. The two patients subsequently required wound washout with complete removal of the scs and both wounds subsequently healed without complication. The medical article also mentioned four procedures were performed as revision surgery after lead migration of a previous percutaneous scs placement. No identifying information was available but at least some of the devices appear to have been manufactured by boston scientific. No additional information was provided.